Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they had to rewind the insulin pump in the middle of the cycle or when half done. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.